Event description:
A surgeon reported that during a vitrectomy procedure, the vessels in the pt's retina became white at times (spontaneous ischemia) despite the fact that the pressure was set to 30mmhg (millimeters of mercury). The surgery was completed on 10-15mmhg of pressure. The surgeon suspected that the actual pressure was higher than the displayed pressure. The customer noted that a system message had displayed seven times during setup. The staff turned off iop (intraocular pressure) mode because of the recurring message, and the surgery was started. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected but has not yet been received for eval. A root cause has not been identified. (B)(4).